Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat a dissection utilizing gore® tag® thoracic branch endoprosthesis in zone 2 of the aortic arch. Reportedly, the partially uncovered bare metal stent of the proximal aortic component separated from the remainder of the component immediately following deployment. The cause of the separation is unknown; however, nothing occurred during the procedure that appeared to contribute to the separation. There did not appear to be wire fracture, only separation of the proximal stent row. The physician elected to leave the tbe aortic component with the separated stent row in the patient as is and continued to complete the procedure as normal. There was no damage reported during preparation of the aortic component. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Gore imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ jpeg 1 demonstrates the separation of the proximal stent row on the aortic component of the tbe device. ¿ CT imaging from 2/20/2026 (pre-procedure) shows adequate proximal seal without evidence of thrombus and calcium within that zone. Cannot confirm cause of the separation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.